Manufacturer narrative:
E1- customer (person): phone: (B)(6). G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the basket wires of an ngage nitinol stone extractor were found broken during preparation for an unknown procedure. The device was not used on the patient; the procedure was completed by using a new same device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: h6 (annex g). Investigation ¿ evaluation. A representative of sichuan ankeli trading co., ltd. (China) informed cook on 07aug2023 of an incident involving a ngage nitinol stone extractor (rpn: nge-017115-mb) from lot # 14836081. It was reported that three basket wires were broken before use on (B)(6) 2023. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One device was returned in open packaging. The returned device was found to have a severely damaged basket. One of the basket wires was broken. The shrink tubing that holds the basket wires in place were torn, split, and separated. The handle actuated basket formation during a function test. The provided information stated the issue was discovered before use of the device. Additionally, a document-based investigation evaluation was performed. In response to this incident, the device history record for lot# 14836081 was reviewed and there were no related non conformances. A database search revealed no other complaints had been reported from the complaint device lot. The product specification for the ngage nitinol stone extractor nge-017115-mb was reviewed, and all extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t_shef_rev1; the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause of this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.